Manufacturer narrative:
H4: the lot was manufactured from may 07, 2018 - may 08, 2018. H10: the device was received with no fluid in the bladder. Visual inspection was performed using the naked eye which observed an indentation mark on the a segment of the tube line near the distal luer end. The indentation mark does not affect the function of the product and it is not a product defect. A functional flow rate test was performed and the flow rate was found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a small volume intermate under infused. The device took four hours to infuse. It was further reported, the distal coil, just before the connection port, was ¿very stiff and not flexible and appeared narrow at the end¿. The device had been filled with 1000mg vancomycin in 0.9% sodium chloride. There was no report of patient injury or medical intervention associated with this event. No additional information is available.